Manufacturer narrative:
The investigation results does not change the evaluation code and conclusion in previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that four patients experienced subsidence, migration and radiolucency within 5 years post primary surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant products: unk, unknown liner, unk; unk, unknown cup, unk; unk, unknown head, unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Neberall, a. K., ba, rolfson, o., md, rubash, h. E., md, malchau, h., md, troelsen, a., md, & greene, m. E., phd. (2015). Stable fixation of a cementless, proximally coated, double wedged, double tapered femoral stem in total hip arthroplasty: a 5-year radiostereometric analysis. Stable fixation of a cementless, proximally coated, double wedged, double tapered femoral stem in total hip arthroplasty: a 5-year radiostereometric analysis, 1267-1274. Http://dx.doi.org/10.1016/j.arth.2015.11.036.

Event description:
It was reported in a journal article that four pts experienced subsidence and migration.